Event description:
Customer reported that the pump infused too quickly.

Manufacturer narrative:
Unit has been evaluated by repair technician and determined that the pump has sustained an impact as well as internal damage. This impact damaged the pump body assembly. Impacts have been known to cause internal damage. It was observed that the pressure plate screws had backed out. This damage may have caused the pump to over infuse. As stated in the pump's operator's manual: "dropped/damaged pumps and pumps with unusual displays must be checked by service personnel before being placed back in use. Otherwise serious patient injury may result." The pump should have been removed from service and evaluated for the damage from the impact before further use. There should also be annual preventative maintenance performed to evaluate the pump's performance. The pump has been out in service since the original manufacture date and has not returned for maintenance.